Event description:
During ptca procedure physician encountering difficulty threading wire through tortuous vessel. Estimated distal 4 cm floppy tip was missing when wire removed. Pt stable at this time.